Manufacturer narrative:
Rti surgical inc, germany conducted a batch documentation review for serial ID (B)(6) manufactured from let nza18490189. No departures from standard operating procedures were noted during records re-review. Manufacturing records indicated that serial ID (B)(6) met all acceptance/inspection critieria prior to distribution. To date, rti germany has manufactured and distributed 310 copios pericardium grafts for lot number nza18470189. There are no related complaints for the lot number. Non-integration of copios pericardium membranes can have various causes e.g. Insuffcient vascularization of the surrounding tissue or other factors in the patients' medical history (e.g. Diabetes) and circumstances (e.g. Age >50 years, smoking, bad mouth hygiene). According to new information, the patient did not have any relevant medical wound dehiscence may indicate an unproper surgical procedure that may be linked to the implant failure. It may also be triggered by impaired wound healing, which may have been the case in this patient due to smoking. Pain may have been a symptom of the inflammation. Batch documentation analysis revealed no evidence for non-sterility of the membrane. As no further information will be received from the reporter, rti germany considers this case closed.

Manufacturer narrative:
It is unknown at this time if the graft remains implanted. A comprehensive records re-review will be conducted. Once results are available, a follow-up will be submitted.

Event description:
Doctor reported that after performing sinus lift and augmentation with wound closure with implantation of a copios pericardium membrane and the patient experienced postoperative superficial dehiscence. The bone blocks laid free and had to be removed on (B)(6) 2021. There was also pain and inflammation. Patient was smoker. Tooth sites 15 and 16.